Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the jammed after the first staple. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes (1 twisted); staples in the track, yes (22) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded thet the reported "device jammed after the first staple" during surgery occurred due to a twisted staple jammed in the nose. The instrument was received with a twisted staple jammed in the nose. The twisted staple was removed and the device fired the remaining 22 staples well formed. No conclusion could be reached as to how the staple had become twisted in the nose.